Manufacturer narrative:
Bec customer technical support advised the customer to discard the misloaded reagent pack. Use error is the root cause of this event.

Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining estradiol results greater than 4800 pg/ml for qc and for one (1) patient. The result was generated by an access 2 immunoassay analyzer. The customer discovered that a reagent pack had been misloaded. Repeat analysis of the patient's sample on the same instrument with a properly loaded reagent pack produced a lower result. The erroneous result was not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.